Manufacturer narrative:
The root cause of the clinical observations was not determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedance measurements greater than 3000 ohms when tested through the device; however, normal pacing impedance measurements were produced with the pacing system analyzer (psa). The physician requested a new device and impedance measurements were also stable with the replacement device. No adverse patient effects were reported.